Manufacturer narrative:
The investigations could not identify a product problem for five of the events. The cause of these events could not be determined. There were no follow up/corrective actions for these events. The investigations for two of the events are currently ongoing. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>7</noe> malfunction events. Erroneous low results were generated by 4 cobas 8000 e 602 modules, a cobas e 411 immunoassay analyzer, a cobas e 801 module, and an elecsys e170 modular analytics immunoassay analyzer. The events involved a total of 7 patients with the following: seven erroneous results with the elecsys tsh assay. Two patients' ages ranged from 9 days to 39 years. There were 2 females.

Manufacturer narrative:
For the two remaining events, the investigation determined that for tsh that the mathematical differences of the tsh values, generated with the analyzers from roche diagnostics and siemens, are caused by differences of the setups of the assays, the antibodies used and differences of the standardization materials and procedures used. For one of the events where it was previously reported that the investigation did not identify a product problem, sample from the patient was submitted for investigation. The biotin concentration was found to be far above the allowable threshold concentration specified in product labeling for the assays. This high biotin concentration most likely caused event. There was no malfunction of the device.